Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via email that as per the mir received by the (B)(6) from a doctor, in 2015 their patient had a shoulder operation with gryphon br proknot anchor. The doctor stated that directly after the surgery, the patient's skin started to show a severe dermatitis all over the body. It was stated that the thread used with the anchor was not absorbable and consists of polyethylene in combination with a coloring substance named chrom-cobald-aluminium oxide. The doctors assume an allergic reaction to the thread.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, the device is still implanted in the patient. There was no reported malfunction on the device. However, the implant caused the patient to experience severe allergic reaction and hence this complaint is being documented. Further, no lot numbers were supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.